Event description:
On (B)(6) 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra smart meter read inaccurately high. The complaint was classified based on the customer care advocate(cca) documentation. The pt said the product issue occurred on (B)(6) 2008. The pt obtained a reading of 346 mg/dl on the reported meter. She said she took lantus insulin based on the meter reading per a sliding scale regimen and then "crashed" 2 hours later with symptoms of confusion and sweating. The pt said she ate something to treat herself. The cca noted that the pt followed correct testing technique. The pt's products were replaced. This complaint is reported because the pt alleges she took lantus insulin based on an inaccurately high reading on the lfs product and later experienced symptoms that can be associated with hypoglycemia. She claims she treated herself with food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.